Manufacturer narrative:
(B)(6). Implant date sometime in 2007. Concomitant medical products: unknown head, unknown stem. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 - 2017 - 04771.

Event description:
It was reported patient underwent closed reduction on unknown date due to dislocation. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Concomitant medical products: xl-200148, act artic hd arcom xl 28x42mm, lot 865090; 11-103202, taperloc por fmrl lat 7.5x135, lot # 826530; 120010, cocr cable/sleeve set 2.0mm, lot # 356040; 163663, 28mm dia cocr mod hd +3mm nk, lot # 121340. Reported event was unable to be confirmed due to limited information received from the customer. DHR was reviewed and no discrepancies were found. Review of the complaint history determined that no further action is required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. The active articulation bearing is not compatible with the shell implanted in a previous surgery. "The components are intended for use with either primary or revision hip arthroplasties where all devices associated with the wear couple are removed and replaced" as the shell was not removed during the revision procedure, the bearing and shell are not compatible. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported the patient had a closed reduction due to dislocation on an unknown date no components revised.